Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11 corrected fields: h6 (medical devide - problem code, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. After checking, the fse observed that the value of the x2 sensor exceeded the limit and it was determined that the x2 sensor was faulty. The fse replaced the front end board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "the negative pressure is too low, the system is faulty" during use. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
(B)(6). Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "the negative pressure is too low, the system is faulty" during use. No patient harm, serious injury or adverse event was reported.